Event description:
A malfunction alarm, identified as "malf 9," was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided assistance with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, acknowledging and understanding the instructions.